Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received multiple pump error as well as blank display and failed battery test. The customer¿s blood glucose level was unknown. The customer reported that they were able to clear the alarm and was able to rewind the insulin pump. The customer also reported that display was blank. The customer stated that the performed self test and it was passed. The customer advised to that if not aligned or tightened the insulin pump may give battery failed alarm and insulin pump did not alarm battery failed alarm. The customer was advised to select ok to clear power loss. The customer also advised to monitor and call back if any of the errors reoccur. The customer troubleshoot was performed. Insulin pump will not be returned for analysis.